Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that right atrial lead was dislodged which resulted in loss of capture and failure to sense. The lead dislodgement was confirmed via x-ray. The lead was explanted and replaced. The patient was stable.